Event description:
The box of omni pods all had to be replaced after 1 day of using them due to not giving insulin and levels running 300+ all day ended up entering insulin manually and waisted alot of insulin.